Manufacturer narrative:
Initial reporter's phone number: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with mentor smooth round moderate profile 200cc saline breast prostheses. Deflation on the right breast prosthesis was diagnosed by ultrasonography during a hospital visit. As a result, the patient underwent unilateral removal and replacement with mentor smooth round moderate profile 225cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 7/13/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect. A rent was discovered within the crease on the anterior aspect, measuring approximately 0.1 cm. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).